Event description:
The customer reported that at the beginning of a gastric bypass, bleeding was seen although an end tone, indicating a completed seal cycle, was heard. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The incident device has been rec'd and is under evaluation. When the device evaluation is complete a f/u report will be submitted.